Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a cracked bottom case and damaged right plunger case. The battery was missing. Review of the event history log (ehl) showed a motor rate error. Functional testing included multiple flow and occlusion tests. The reported issue was not duplicated. The probable cause for the motor rate error was the worm coupling and gear. The worm coupling and gear were replaced as a preventative measure. The flange assembly was also cleaned and tested. Service history review identified no indication that the complaint was related to a service of the device within the review period., corrected data: b5: reported issue was motor failure not constant alarm.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device is alarming constantly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.